Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device power up properly after battery installation. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly, however device received with corroded battery tube and corroded electronic assemblies. Device passed self test, active current measurement, however device failed sleep current measurement and unexpected battery power loss due to moisture damage. Device received with missing retainer ring and reservoir tube lip o-ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had low battery then replace battery soon. Customer¿s blood glucose level was around 130 mg/dl. The customer was assisted with troubleshooting. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer states the battery was not previously used. Customer states the battery cap not loose, cracked or damaged. Customer states this was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer states they replace battery now and insulin pump did not recognize new batteries 4 times. Customer reports display was blank. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment was corroded. Customer states the spring is neither damaged nor corroded. The devices will be returned for analysis.